Event description:
The procedure was to treat a moderately tortuous, concentric, 89% stenosed, de novo lesion in the mid left anterior descending artery. Using a femoral access site, the lesion was wired and then pre-dilated with balloon at 12 atmospheres. A xience xpedition 2.5 x 48 mm was deployed; however, during post-dilatation a side-edge dissection was observed and another stent was used to treat the dissection. Finally, timi iii flow was maintained at the end of the procedure and the patient was doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.